Event description:
It was reported that loss of capture was found on the left ventricular lead. The lead was found to be dislodged. During the revision procedure, the lead was unable to advance or be removed. The left ventricular lead was capped and replaced. During the revision procedure, the right atrial lead which was adhered to the left ventricular lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: product ID: 419688, implantable pacing lead, implanted: (B)(6) 2012; d314trg, implantable cardioverter defibrillator, (B)(6) 2012; 0185, competitor implantable tachy lead, (B)(6) 2012. (B)(4).